Manufacturer narrative:
A ge service representative performed an onsite investigation. The p5 on the mainframe back plane was evaluated, reseated and tightened. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system displayed an error and failed to boot up. No patient serious injury or death was reported related to this event.